Manufacturer narrative:
One bivona® 8.00 mm adult tts¿ tracheostomy tube was returned for investigation. Additionally, photographs of the device were provided for review. The photographs were found to align with the returned device. During functional testing, the returned tracheostomy tube's cuff was inflated with 20cc of air. It was found that the device cuff would inflate; however, the cuff would immediately deflate as air escaped from the airway line on the side of the shaft. The observed leak was then examined under magnification and it was noted that the airway line had two small cuts on the outside of the device, one of which was deep enough to puncture the line through the inner diameter of the tubing which resulted in the observed leak. Investigation was unable to determine the root cause of the airway leak.

Manufacturer narrative:
Dob: (B)(6) 1939. The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a portex bivona adult tts tracheostomy tube inflation line was found leaking on the second day of use. The issue was observed by hospital personnel when the ventilator alarmed. The cuff patency was tested prior to use and the cuff was filled with sterile water. The tracheostomy tube was replaced with a new tube due to the incident. No patient injury was reported.